Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital due to a strange feeling in her chest while lying down. X-ray revealed that the lead had dislodged. It was noted that the patient was feeling the device pace, since the device did not sense the r-wave. When repositioning was unsuccessful, the lead was explanted and replaced.